Event description:
It was reported that the right ventricular (rv) lead had low impedances and that there was no capture in either unipolar or bipolar configurations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imx49jb45 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).